Event description:
A consumer reported seeing halos and glare following intraocular lens (iol) implant surgery. He also reported his reading distance was too close (13/14 cm). Approximately three months after the first surgery, an iol was implanted in the fellow eye. With bilateral implantation, the halos and glare have been reduced and reading distance is satisfactory.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted, results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 06/09/2008 and received on 06/10/2008. This report was mailed to FDA on: 07/03/2008.